Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not give the "test ok" message while performing 100j self test. The complainant indicated that there was no patient involvement in the reported failure.